Event description:
On (B)(6) 2022 patient presented with chest pain and went to cath lab where it was identified that he had sever multi-vessel coronary artery disease (cad) which would require a coronary artery bypass graft (CABG). It was determined that intra-aortic balloon (iab) therapy would be provided for ongoing chest discomfort not relieved with antianginals. A sensation plus 50cc iab was inserted and connected to a cardiosave intra-aortic balloon pump (abp). The patient arrived in sicu with the iabp. The iabp fiberoptic cable in device was not functioning. It was reported they were unable to sense pressure or sense timing and unable to visualize the waveform or augment pressures. A cable was not available to attach to transducer. The iabp remained in place and the patient was take to the or on (B)(6) 2022. Upon arrival in or, a transesophageal echocardiogram (tee) was completed and showed possible aortic tear/dissection. A cta of the chest identified an aortic injury that was not present on the CT scan completed prior to iab insertion. The CABG cancelled and iabp therapy was discontinued. This report is for the iabp console used in this event. The iab catheter used in this event is being reported on a separate medwatch.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit as requested by the customer. The fse did not identify any issues. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Event site name - center for patient safety.